Event description:
It was reported that the patient believes that the surgeon nicked her jugular vein during implant surgery and she had vocal cord paralysis post-op. The device history records for the lead were reviewed. The lead passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term "tissue damage" is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the cause of that patient's vocal cord paralysis is related to vns surgery and occurred with the left vocal cord. It was noted that the patient required extensive adhesiolysis of the vagus nerve and during adhesiolysis, small phlebotomies of the internal jugular vein occurred and were immediately repaired with sutures and hemostasis was achieved.

Manufacturer narrative:
H6, corrected data: initial report inadvertently omitted code b20.